Event description:
A patient reported blood glucose results of "4.6mmol/l and 7.1mmol/l" with a lifescan meter, performed within 10 minutes of each other. A replacement meter is being sent to the patient.